Event description:
It was reported that the patient was not experiencing enough relief. The physician determined that a larger sized spacer was necessary. The original implant was removed and a larger sized spacer was implanted. The patient was reportedly doing well following the procedure. The explanted spacer was discarded by the medical facility.